Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results from a cobas 8000 e 602 module between (B)(6) 2017. The specific dates of testing and the analyzer serial number were not provided. The customer sent 45 patient samples with high results > 4.2 uui/ml to another laboratory to be tested by the clia (abbott architect) method. The results were all normal with the clia method. Of the data provided, only the results for 43 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The roche results were considered incorrect as they were high and not consistent with patients' profiles. The abbott results were considered to be correct and were released to the patients. The patients were not adversely affected. The complaint involved two different lot numbers of the tsh reagent. Refer to the medwatch with patient identifier (B)(6) for the other lot number involved. A specific root cause could not be determined. From the analysis of the provided calibration and the quality control data, a general reagent issue could most likely be excluded. Review of the provided qc data found the results were acceptable during the time period in question. When comparing tsh results from different manufacturers, differences can be seen due to the different types of antibodies used, the difference in setups of the assays, and differences in the standardization methodologies. Other reasons for the differences in results between methods could be the glycosylation pattern of the tsh molecule or the calculation of the normal range for the assay. Differences in the normal reference range may apply for different regions. Customers are recommended to evaluate the expected values to their own patient population and if necessary determine their own reference ranges.